Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt alleged injury. Medical history: vaginal vault prolapse, vaginal atrophy, usi.